Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels. The doctor felt that the cause of the high blood glucose levels was an infection at the insertion site. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.